Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a guidewire was successful. The sheath was re-advanced over the filter and uneventful removal followed. A second filter was successfully placed without pt complications. Follow up indicated the filter legs may have never fully exited the carrier system. A delivery system in the released position along with one sheath with rotovalve attached, one system dilator and three introducer dilators were received, evaluated and retained by this MFR. The filter was not returned for eval. The engineering eval of the delivery system revealed jagged scrape marks extending 1.5 mm from the distal tip of the system. The inner sheath extended 1.5 mm beyond the end of the capsule. Co's directions for use state: "confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."